Manufacturer narrative:
The investigation confirmed that the most likely root cause of this event is either due to the user inadvertently scanned the incorrect qc or scanned the same qc twice. The vision qc software allows the users to modify their qc setting under run qc job overriding what has been established in qc set up. This issue is being addressed in future software versions.

Event description:
Customer contacting ortho care to report their concern with the vision qc software allowing users to modify their qc setting under run qc job and overriding what has been established in qc set up. Customer reporting their alba q samples had been changed and tested patient samples out of compliance with IFU indications due to no flags or errors by the vision when the error was made. Alba q used in qc testing. Antibody screen had originally been set up to process qc3 as neg screen control and qc1 as pos screen control. Change was made under run qc job and the change was made to only process qc1 pos screen. Customer testing with this qc configuration from 3.27.2018 - 3.29.2018, before it was corrected. Within those dates neg antibody screen for that profile was not tested. Abo rh profile had originally been set up to process qc3 as b pos and qc1 as a neg for the abd/rev grouping confirmation test. Change was made under run qc job and the change was made only to process qc1 a neg control. Customer testing with this configuration from 3.27.2018-3.28.2018, before it was corrected. Within those dates b pos qc was not tested for that profile. Aborh confirm profile had originally been set up to process qc3 as b pos and qc1 as a neg for the abd/rev grouping test. Change was made under run qc job and the change was made only to process qc1 a neg control. Customer testing with this configuration from 3.27.2018-3.28.2018, before it was corrected. Within those dates b pos qc was not tested for that profile. Rh pos donor profile was set up profile had originally been set up to process qc3 as b and qc1 as a for the abd grouping test. Change was made under run qc job and the change was made only to process qc1 a control. Customer testing with this configuration from (B)(6) 2018, before it was corrected. Within those dates b qc was not tested for that profile.